Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending artery. The 15mm x 4.00mm nc quantum apex balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated to 12 atmospheres but on the second inflation at 10 atmospheres, the pressure level of the unspecified inflation device had decreased. The balloon catheter was removed from the patient and it was found out that the balloon was ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).